Manufacturer narrative:
The reported device is similar to a device approved for compassionate use in the united states. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Catalog numbers and lot codes of other devices listed in this report: smbpr00 smiles knee bumpers exsm bumper pad lot b22246; smbsh00 smiles knee bushes exsmall bushing lot b22252; smcap01 smiles knee axle cap exsm axle cap lot b20321. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Device not returned.

Event description:
A patient specific prescription form was received for the patient's left proximal tibia with reason for revision and reason for surgery noting infection. Additionally noted, "previous pin 21480 op date (B)(6) 2018. The patient has a cement spacer now. Refresh cut 1 mm." The proposed date of surgery is blank. Per rep, the previous pin was meant to be a permanent implant and was explanted in (B)(6) 2020.